Event description:
During an in-clinic follow-up, a rapid drop in battery longevity was observed. Premature battery depletion was suspected. Device replacement is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the reported battery depletion was believed to have been normal and a battery longevity overestimation occurred. The device was explanted and replaced to resolve the event. The patient was in stable condition.